Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient had subcutaneous emphysema in the abdominal wall. An intuitive surgical inc. (Isi) clinical sales associate (csa) was present during the procedure. The procedure went fine, but two weeks post-operation the surgeon informed the csa that the patient had air in their abdominal wall post-operation causing discomfort. The surgeon reported that the patient was fine at that time of reporting this event two weeks post-operation, but it if unknown how this event was resolved. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures except for a monopolar curved scissors instrument (part number: 470179-19 / lot number: k10220214-0710 / uses remaining: 9 ). This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted benign hysterectomy procedure, the patient had subcutaneous emphysema in the abdominal wall. It is unknown how severe this subcutaneous emphysema was and how it was resolved.